Manufacturer narrative:
E1 - address 1 -(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had instruments entering and exiting the forceps channel experienced knocking. The issue occurred during inspection for use. There were no reports of patient harm.